Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the screen would not calibrate, and noted that the stylus did not align with the cursor on the screen. The connection between the overlay and the xy board was reseated but it was additionally noted that this device has been returned multiple times for the same issue therefore the xy board was replaced. The stylus was recalibrated and it was noted that after three days the stylus and the cursor were still aligned. Reconfigured the hard drive, reloaded and updated software and the device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.